Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with the use of the device. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.0x23 mm xience xpedition stent was implanted in the 80% stenosis proximal left anterior descending coronary (lad). On (B)(6) 2014, the patient was admitted to the hospital for intervention. The coronary angiography showed 80% stenosis in the mid lad on (B)(6) 2014. A 2.5x24 mm non-abbott stent was implanted in the mid lad. The patient recovered and was discharged from the hospital on (B)(6) 2014. No additional information was provided.